Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not hold the clips. The clips were retrieved during the same case and the procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were two different instruments used during the same case with the same lot number. The issue occurred during the procedure. There was a delay of less than a minute. There was no damage noted upon initial inspection. The event caused the large hem-o-lok clip to fall into the patient, but it was retrieved during the same procedure. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The issue occurred on the first clip application attempt. The surgeon used a backup to resolve the issue. There were no photos or videos for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument to perform failure analysis (fa) testing. Fa was able to confirm and reproduce the customer reported complaint. The instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. Components adjacent to this severely bent grip did not show damage. Additional findings not related to customer reported complaint: the instrument was found to have corrosion/contamination on the bearings. Input disk bearings exhibited orange discoloration. The corrosion was observed to be found on the inner ring of the bearing. The instrument was found to have a broken luer plate. The instrument¿s housing was removed and the luer plate was found to be broken.

Manufacturer narrative:
Further investigation was performed for the large hem-o-lok applier instrument. Initial findings about the severely bent grips were not confirmed. The instrument did not exhibit any damage (bending or otherwise) on the grips. The instrument held the clip perfectly fine and passed the clip test in multiple attempts. The existing code for bent grips will be removed, and the primary code will be updated could not reproduce cannot verify external event.

Event description:
Refer to h10/h11 for follow-up information.